Event description:
The reporter stated the surgeon inserted a cc4204a collamer aspheric single plate lens. As the surgeon was inserting the lens into the eye, the lens got a little hung up on the incision. After insertion, the surgeon did not feel comfortable leaving the lens implanted and decided to remove it. The lens was damaged when it was removed. Another same model and size lens was implanted. There was no patient injury. Reporter stated there was no product malfunction. It was surgeon's preference to remove and implant another lens.

Manufacturer narrative:
(B)(4) - no product malfunction: evaluation: results: visual inspection of the returned product found optic torn. Plate haptic and piece of optic torn off and missing. Lens returned in liquid. Conclusions: based on the complaint history and the evaluation of the returned product, it was determined that the root cause of this event was due to surgeon's preference and was not lens related. (B)(4).